Event description:
It was reported that a safety mechanism of a bd¿ insyte autoguard shielded IV catheter was activated and the cannula was popped out; resulted in dirty needle stick. Medical intervention was unknown.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism of a bd¿ insyte autoguard shielded IV catheter was activated, and the cannula was popped out, resulted in dirty needle stick. Medical intervention was unknown.